Manufacturer narrative:
Updated h6-type of investigation, investigation findings, investigation conclusions. Corrected h6-device code. The device was not returned for evaluation as it remained implanted. The complaints for valve leaflet motion restricted in patient and valve central regurgitation were confirmed based on provided medical records. A review of DHR, lot history, and complaint history did not identify any manufacturing non-conformances that would have contributed to the reported event. Additionally, no IFU/training manual inadequacies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported events are an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure modes is not required at this time. During the manufacturing process, all sapien s3 valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect contributed to the event. As reported , "approximately 4 years and 1 month after implantation of a 26mm s3 valve as a valve-in-ring in an 29mm annuloplasty ring in the mitral position via transapical approach, the valve has developed a frozen medial leaflet of the bioprosthetic valve, which is causing severe mitral regurgitation". The cause of the frozen leaflet is unclear and could be due to calcific changes versus pannus/thrombus. Additionally, the patient was started on an anticoagulant in case the frozen leaflet is due to thrombus. On feb 15, 2023, the patient underwent a valve-in-valve procedure. There are several factors can lead to immobile leaflet include calcification, thrombus, and pannus/host-tissue ingrowth. Based on medical record, patient had the history of hyperlipidemia and chronic kidney disease (ckd IV), which are the known factors that may increase the risk of valve calcification. Calcified leaflets are stiffened which could affect the function/ coaptation of leaflets resulting in motion restriction. As such available information suggests patient factors (hyperlipidemia, chronic kidney disease) may have contributed to the leaflet motion restriction. Per the instructions for use (IFU), valve regurgitation is a known potential adverse event associated with bioprosthetic heart valves and the transcatheter valve replacement (thv) procedure. Due to leaflet motion restriction, the normal functioning of leaflet is impacted resulting in observed central leak. As such, available information suggests that patient factors (leaflet motion restriction) may have contributed to the central regurgitation. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the edwards field clinical specialist, approximately 4 years and 1 month post implant, a 26mm s3 valve has developed a frozen medial leaflet of the bioprosthetic valve, which has been causing severe mitral regurgitation, with symptoms of shortness of breath, orthopnea, and dyspnea on exertion. Per medical records received, approximately 4 years and 1 month after implantation of a 26mm s3 valve as a valve-in-ring in an 29mm annuloplasty ring in the mitral position via transapical approach, the valve has developed a frozen medial leaflet of the bioprosthetic valve, which is causing severe mitral regurgitation, with symptoms of shortness of breath, orthopnea, and dyspnea on exertion. The cause of the frozen leaflet is unclear and could be due to calcific changes versus pannus/thrombus. The patient is at high risk for surgery and the physician who consulted, does not think additional transcatheter options are likely. The plan is to discuss this case with the multidisciplinary valve team and with the cardiothoracic surgeons to determine if additional surgery would be safe and if the patient would want redo surgery. While waiting for the determination to be made, the patient will be started on an anticoagulant in case the frozen leaflet is due to thrombus.

Event description:
As reported by the edwards field clinical specialist, approximately 4 years and 1 month post implant, a 26mm s3 valve has developed a frozen medial leaflet of the bioprosthetic valve, which has been causing severe mitral regurgitation, with symptoms of shortness of breath, orthopnea, and dyspnea on exertion. The patient underwent a valve-in-valve procedure with a 23mm s3 ultra resilia valve. Per medical records received, approximately 4 years and 1 month after implantation of a 26mm s3 valve as a valve-in-ring in an 29mm annuloplasty ring in the mitral position via transapical approach, the valve had developed a frozen medial leaflet of the bioprosthetic valve, which was causing severe mitral regurgitation, with symptoms of shortness of breath, orthopnea, and dyspnea on exertion. The cause of the frozen leaflet was unclear and could be due to calcific changes versus pannus/thrombus. The patient was at high risk for surgery and the physician who consulted, did not think additional transcatheter options were likely. The plan was to discuss this case with the multidisciplinary valve team and with the cardiothoracic surgeons to determine if additional surgery would be safe and if the patient would want redo surgery. While waiting for the determination to be made, the patient would be started on an anticoagulant in case the frozen leaflet was due to thrombus.

Manufacturer narrative:
Updated b5, h6- impact code.